Event description:
On (B)(6) 2022, the complainant contacted leica biosystems and the following information was recorded: "failed on the last step with error saying manifold was not hot enough on retort b (gold)". The complainant indicated that the patient tissue samples involved in this event were derived from one (1) "routine overnight" tissue processing run comprising 165 cassettes, which started on (B)(6) 2022 with a "delayed start from friday (B)(6) 2022" and completed on (B)(6) 2022 at "approx. 7am"; the tissue types of the affected patient samples were "variety of samples" and the affected patient tissue samples were re-processed by "slow reverse process then processed on a routine overnight program." The affected patient tissue artefact was described as "some tissue samples now appear firmer than usual and we have experienced some section adhesion issues so far." The size(s) of the affected patient tissue samples was not provided. On 13 december 2022, the local leica tac helpdesk engineer/field support engineer-pathology informed leica biosystems melbourne that neither the final status of the affected patient tissue samples or the patient impact/outcome was available. On 14 december 2022, the assigned leica field service engineer (fse) visited the customer site. The fse checked the instrument logs to assess the operation and function of the instrument. The fse removed the condensate bottle and could not find any visible damage to the bottle. The fse replaced the condensate bottle and bottle o-rings and cleaned both the spigots and the bottle before successfully carrying out full verification testing. On 17 december 2022, the local leica tac helpdesk engineer/field support engineer-pathology informed leica biosystems melbourne that: "so far they don't know if any patient will require a rebiopsy or not due to this failure." On 03 january 2023, the complainant provided the following information to the local leica tac helpdesk engineer/field support engineer-pathology when notifying this complaint: "...all cases are not fully complete. We have had some that have required repeat sections and we have some cases were [sic] immunohistochemistry staining has not been adequate. We also do inhouse molecular and this processing error has had a serious impact on these tests. At this point we are not sure if any patients will require repeat biopsies." As at 11 january 2023, leica biosystems melbourne has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.

Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the "routine overnight 1" protocol in retort a, which comprised 165 cassettes and was started by a user at 16:02pm on (B)(6) 2022 with a delayed start of two (2) days ie. Effective start at 16:02am on (B)(6) 2022 and a predicted end time of 06:14am on (B)(6) 2022, in association with generation of event code "111" indicating that the retort a manifold was not hot and to contact service if a protocol if running a protocol. The information available shows that the condensate bottle moved out of contact with the corresponding sensor at both 14:58pm on (B)(6) 2022 and at 16:22pm on (B)(6) 2022, with a user confirming the presence of the condensate bottle at 06:58am on (B)(6) 2022. When the connection between the condensate bottle and the corresponding sensor was re-established, the information available shows that the dehydration and clearing steps of the "routine overnight 1" protocol in retort a started at 16:02pm on (B)(6) 2022 completed at a reduced duration in an attempt to meet the scheduler predicted end time of 06:14am on (B)(6) 2022. The reduced duration of the processing steps completed would have resulted in insufficient time for adequate heating of the retort manifold resulting in failure of the protocol detailed above at 07:15am on (B)(6) 2022. The information provided indicates the affected patient tissue samples from the failed protocol were re-processed by "slow reverse process then processed on a routine overnight program." The root cause of the circumstances reported by the complainant was that the condensate bottle was not in contact with the corresponding sensor from 16:22pm on (B)(6) 2022 until 06:58am on (B)(6) 2022. The root cause of the condensate bottle moving out of contact with the corresponding sensor could not be unequivocally determined from the information available. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant could also not be unequivocally determined from the information available. However, it is considered that the method used to re-process the patient tissue samples from the failed routine overnight 1" protocol started in retort a at 16:02pm on (B)(6) 2022 may have contributed to the sub-optimal processing of patient tissue samples reported by the complainant. Although the root cause of the sub-optimal processing of patient tissue samples reported by the complainant could not be unequivocally determined from the information available, the circumstances involved in this event have previously resulted in serious injury.